Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (cannot run detect and treat testing due to functional issue) has been confirmed. Upon investigation the monitor did not pass essential performance testing. The cause for the failure was damaged components. The root cause for the damaged components could not be positively identified. There were no adverse events associated with the damaged monitor.

Event description:
A us distributor returned a monitor and reported being unable to complete incoming functional testing.